Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
The customer reports that when images are sent from the modality, they are grouped in a series such as 1a, 1b, 1c. After approximately 3-4 minutes when the same procedure is opened, the user sees the image grouping is gone and the grouping is then displayed as 1--> a, b, c, all collected under series 1. There was no reported pt injury associated with this event.